Manufacturer narrative:
Balloon burst was confirmed during visual examination. It is unk if an indeflator was used as per the instructions for use. It is also unk as to whether or not the physician exceeded the rated burst pressure of the balloon. This catheter is the second catheter of the same lot number that was used in this case. Both of the catheters burst. In the video that was sent, this catheter showed signs of the shoulders disappearing, which indicates over-inflation of the balloon.

Event description:
Balloon burst.